Manufacturer narrative:
Vyaire medical's field service team (fsr) was able to duplicate the customer's reported issue. The fsr reattached the power knob and performance 2k pm. Vent is operational and meets OEM specs.

Manufacturer narrative:
Vyaire medical complaint number: (B)(4). At this time, vyaire medical has not received the suspect device. Once received, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the ventilator was unable to maintain the settings and is inoperable. There was no report of any patient involvement associated with this reported event.